Event description:
What I am reporting to the FDA is a very serious problem with a medical device. My son is (B)(6) and for years and as most children, he wets the bed as well. Looking online for bedwetting solutions, I came across the (B)(6) website. They sell bedwetting alarms to children and there was no mention of age. I called the rep and told him that my son was about (B)(6), and if they recommended any product. (B)(6) told me that they sell hundreds of alarms daily on their website specifically for this age group as its a good idea for children to start young. I asked her what was the best seller and she recommended the malem ultimate bedwetting alarm for my son. This alarm was a light blue color and I purchased the alarm. The direct url for the product is here (B)(6). The alarm arrived and I told my baby boy what we were doing and how it would be used for a few nights. I placed the alarm on him and let him play for a few minutes. When I got back to the bedroom 5 minutes later, my son was on the floor with his eyes swollen and saliva leaking from his mouth. I dashed up to him and picked him up. He was choking on something. I was confused what to do. I patted his back, gently pushed on his chest but nothing worked. I finally opened his mouth and put my two fingers in his mouth to induce vomiting; 15 seconds later, he vomited and the battery door of the malem alarm came out of his mouth. He was choking on this battery door as he had swallowed it. Being a child, he did not know better. There were no directions, markings or anything else on the product, package, user manual that instructed me not to use this for a young child under the age of 3. If I had not reached the room on time, I dread to think what would have happened. It surprises me that the customer service rep says that they sell several hundred alarms daily to children under 3 to stop bedwetting. This product is not meant for children under 3. It can be fatal and with no markings. It can cause so much harm to children everywhere. I am frustrated with this experience. I had to take my boy to the hospital for no fault of his. Shameful. (B)(6).